Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the vorp's benefit for the pt decreased by the time, until she no longer had an adequate benefit. The audiogram shows a decrease of the bone conduction thresholds below the indication range for a vibrant soundbridge. The pt suffers from cochlear otosclerosis. She explanted on (B)(6), 2011. Before the surgery, the device was tested and proved to be intact.